Event description:
It was reported that the cicu (cardiac intensive care unit) clinical manager called the clinical support specialist (css) at 1606 est to report an intra-aortic balloon (iab) held post removal and to discuss issue surrounding removal. Indication for use: CABG (coronary artery bypass graft) x5. The manager stated that the staff rec'd purge failure alarms and relayed the iab was kinked. The manager does not know what alarm (high press/baseline or helium loss) occurred to check the iab for kinks. The manager has the iab in the office ready for return. The md inserted the iab in the operating room on (B)(6) 2011. The alarms occurred on (B)(6) 2011 and the iab was removed on (B)(6) 2011. The info relayed to the manager did not state if there was any blood in the helium tubing. The helium extension tubing is not the biohazard bag with the iab. The manager did not inspect the short tygon tubing on the iab and stated that there was no blood noted. The manager has no clinical info of the pt. The css and manager discussed the possible reading for the purge failure alarm and the software upgrade available. The manager has no further questions at this time. As a result, the md decided to remove the iab since the pt was stable. No report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy noted. The pt outcome is the pt was stable post removal.

Manufacturer narrative:
(B)(4).